Manufacturer narrative:
The customer¿s report of a crack was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking from the back-check valve seam. During the inspection of the observed leak from the back-check valve, the component separated. The root cause of the crack/separation was not identified.

Event description:
The set was received as an unexpected return with report of a crack in the tubing during priming. Although requested, there has been no impact to patient response or additional event information made available to date. (A note received with product that stated; "crack found in brand new tubing that was being primed for patient - (B)(6) 2019 sers 144544".)

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The set was received as an unexpected return with report of a crack in tubing during priming. Although requested there was no additional event details or delay in treatment due to the event. A note received with product that stated : "crack found in brand new tubing that was being primed for patient - (B)(6) 2019 sers (B)(4)."